Manufacturer narrative:
Additional information: there was a reported delay to the procedure of thirty minutes due to this issue. The reported imprecision was noted to be between 4-5 millimeters. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the navigate task. It was reported that there was an alleged inaccuracy during the case. Screws on the right side were accurate but the screws on the left side were very inaccurate. The frame was never moved, and afterwards the surgeon reverified everything, and touched the passive planar probe to the screw on the reference frame. It was accurate. He then removed the left sided screws, replaced them, and they were still inaccurate. These screws were then removed again and not replaced, resulting in a unilateral fusion. Navigation and imaging were not aborted. The surgery was completed.